Manufacturer narrative:
The recipient reportedly underwent a revision surgery on (B)(6) 2015. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The company was informed that the patient was prescribed ciprofloxacin on (B)(6) 2014 for 51 days, amoxicillin on (B)(6) 2014 for ten days and cefalexin on (B)(6) 2014 for eight days. On (B)(6) 2015, the patient underwent a rotational flap surgery. The patient was hospitalized from (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's infection has been resolved. This is the final report.

Manufacturer narrative:
The patient's device was explanted. The patient was treated with antibiotics (type unknown). The patient is reportedly doing well.

Event description:
The patient reportedly experienced a surgical wound and infection. The patient received treatments with ciprofloxacin, ibuprofen, and steroids. The patient progressed well during the treatment, but following steroid treatment, the patient presented with purulent material. Revision surgery is scheduled.